Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection can not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 7. Reference MFR. Report# 1627487-2015-20641, reference MFR. Report# 1627487-2015-20642, reference MFR. Report# 1627487-2015-20643, reference MFR. Report# 1627487-2015-20644, reference MFR. Report# 1627487-2015-20669, reference MFR. Report# 1627487-2015-20670. It was reported the patient ((B)(6)) experienced burning/stinging sensation along with pain at the ipg site which was radiating laterally along the left side leads due to infection. Infection was confirmed via blood work. The patient received oral antibiotics. However the infection was not cleared. Consequently, the scs system was explanted.